Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced atrial tachycardia. During a 3-month postoperative follow up 118 days following a pulsed field ablation procedure to treat a non-paroxysmal atrial fibrillation with a farawave catheter, atrial tachycardia was confirmed on a 12-lead electrocardiogram. Calcium channel blocker was administered to the patient. The catheter is not expected to return for analysis as it was disposed. No further information was provided.

Manufacturer narrative:
B5: describe event or problem - updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced atrial tachycardia. During a 3-month postoperative follow up 118 days following a pulsed field ablation procedure to treat a non-paroxysmal atrial fibrillation with a farawave catheter, atrial tachycardia was confirmed on a 12-lead electrocardiogram. Calcium channel blocker was administered to the patient. The catheter is not expected to return for analysis as it was disposed. No further information was provided. It was further reported that a 6-month follow-up visit was conducted on december 22, 2025. The patient was taking oral amiodarone and a beta-receptor blocker for arrhythmias other than atrial fibrillation. A 12-lead electrocardiogram showed sinus rhythm.